Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: item#: 00882100600, power supply, elec. Dermatome, serial#: (B)(6). G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device was not performing to standard jeopardizing the skin graft. It is unknown if there was harm, intervention, or delay. Due diligence is complete. There was no additional information available.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record identified no related findings/repairs to the reported event. Tech could not duplicate the reported issue, and the unit met all specifications. The unit was tested and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.